Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue couldn¿t be confirmed. The unit passed all functional and safety checks to factory specification and was cleared for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer complained that cardiosave intra-aortic balloon pump (iabp) had a gas loss in the circuit while in use, the balloon deflates and stops. No patient harm.